Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that the return screwed connector is disconnected from the filter. The reported condition of leak was verified. The cause of the leak was due to the return screwed connector disconnected from the filter. The cause of the disconnection was likely due to transportation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Oxiris s has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of one unit of oxiris, a leak was observed from a loose coupling above the filter. Attempts to screw it in were unsuccessful and the leak persisted. There was no patient involvement. No additional information is available.